Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results and precision issues on total bhcg generated on the access 2 immunoassay system for several pts. The customer only provided data for 2 pts. The customer indicated that there biomed engineer moved the instrument in question from one location to another prior to the event. The customer began to have a accu tni and bhcg qc precision issues following the move of the instrument, which persisted until the day of event. The initial erroneously elevated results were not reported outside the lab. The pt samples were retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was dispatched to investigate the event but the customer cancelled the service and wanted there own biomed engineer to troubleshoot the instrument. A bci field service engineer (fse) did not evaluate the instrument. The customer further confirmed to the customer advocate that the issues began since the move of the instrument on (B)(6) 2008. Following the call to bci on (B)(6) 2008 the biomed engineer found main pipettor alignment to be out of alignment. The customer's biomed engineer corrected the alignment and no further issues were noted. The alignment verification is part of the installation procedure which should be performed following the move of an instrument. Hardware issues contributed to the event by incomplete verification of the system once it was moved. This is 1 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02964 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.